Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the device broke in the middle. All pieces could be removed. The procedure was completed with a backup device. It is unknown if there was any delay. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a shoulder arthroscopy surgery, the anchor broke in the middle during screwing. All broken pieces were removed from the joint by using grasping forceps. The procedure was completed with a backup device that was used in the same bone hole. A surgical delay of 5 minutes was reported. No patient injuries or other complications were reported

Manufacturer narrative:
One 5.5mm healicoil regenesorb sa system, used in treatment, was returned for evaluation. Visual assessment of the device confirmed the complaint of breakage. Numerous distal threads of the anchor have been broken off and were not returned for examination. Removal of the anchor from the inserter confirmed no abnormalities. An exact root cause cannot be determined with confidence with the limited clinical details provided. However, factors that could have contributed to the reported event include: not preparing the insertion site properly and/or excessive forces applied during insertion. The instructions for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.